Event description:
It was reported that the reader batteries were overheating. No troubleshooting indicated for reader overheating. The remote monitor remains in use. The reader remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.